Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test". The patient's concurrent conditions included obesity. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain upper ("stomach cramps"). On an unknown date, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (to remove surgery, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. In 2013, the vaginal haemorrhage, menorrhagia and abdominal pain upper had resolved. At the time of the report, the pelvic pain, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain upper, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, in (B)(6) 2011, the patient experienced fatigue and in (B)(6) 2011, weight gain (prior to essure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Current weight as of (B)(6) 2018: 180 lbs. Approximate weight at the time of essure placement 220 lbs. On (B)(6) 2013, findings: findings atlaparoscopy revealed a six to eight week size uterus. Ovaries were normal. There was evidence of previous essure procedure and the tubes were otherwise normal. Of note, the descending colon was not very mobile and was quite large and taking up quite a bit of space in the pelvis. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Essure removal date updated from 2013 to (B)(6) 2013. Events vaginal haemorrhage, menorrhagia, fatigue, weight increased, abdominal pain upper, device monitoring procedure not performed were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove surgery). Essure was removed in 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.